Event description:
During device replacement due to normal eri, physician thought the lead had an externalized conductor. A camera picture of the fluoroscopy was inconclusive. No electrical anomalies were present. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.